Event description:
It was reported that the brady lead was not successfully implanted due to physician noticed an insulation damage upon closing. The lead was removed and a new lead was implanted. No adverse patient effects were reported.